Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that the implant at tooth site # 19 failed due to an infection and was removed. Patient returned for follow- up implant site presented with infection and the implant was removed. Surgical/medical intervention required for permanent damage: no injury to patient other than implant being removed. No permanent impairment. Additional appointment required: no is reported. Symptoms as a result of the event: infection.